Event description:
Information was received from a consumer (con) regarding a patient receiving bupivacaine and morphine, both of an unknown concentration and dose via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported that on (B)(6) 2017 the patient's pump failed. The patient's healthcare professional (hcp) cancelled the appointment for today and the patient was hoping to find a hcp to get in early. The patient's pump stopped working. It was sounding an alarm right now since (B)(6) 2017, every day the patient heard it. The patient went to his hcp today and they could not get him in until (B)(6) 2017 and potentially surgery for (B)(6) 2018. The hcp was running low on pump as well and the patient was frustrated. The patient was in a lot more pain than usual and was going through withdrawals because his pump was not working. The withdrawals and pain started (B)(6) 2017 as well. No further complications were expected or anticipated.